Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the distal end of the main tube has multiple sections, 180 degrees apart, with varying degrees of material removed. One area is 1.7 inches long and parallel to the tube axis with light material removed. Based on the location and appearance, the damage was most likely caused by a cannula accessory. The other damaged area appears to be a combination of tube abrasions and scratch marks, most likely from instrument collisions. This section has a rougher surface finish with heavy material removed. No other damage found. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do no use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.

Event description:
It was reported that the shaft of the maryland bipolar forceps instrument is rough and scratched. No add'l info was provided. No pt harm, adverse outcome or injury was reported.